Event description:
New information noted that the device was explanted and replaced for an upgrade. It was noted that the device replacement was not related to the device noise. The leads might have been replaced as well; however, no further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic dependent patient presented in hospital for follow up. It was noted that the right atrial lead and right ventricular leads exhibited noise. Pocket manipulation was able to reproduce the noise. No intervention has been performed. The physician stated a suspected connector issue of pulse generator cannot be ruled out based on the presenting data. No additional information was available.